Event description:
It was reported that during a clinical follow up, externalized conductors were noted via x-ray. All electrical parameters were in normal range. The patient will be monitored and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.